Event description:
It was reported that during implant the patient felt stimulation associated with the lead placement. A different lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned for analysis. Further testing revealed that all conductors had blood/body fluid (not obstructed).